Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following, the nozzle is clogged by an organic, brown-colored material; the plug unit is cracked and leaky; bending section cover or distal sheath rubber glue is separated and worn out; angulations are out of specification; and insulation distal end value resistance is out of specification due to damages to the camera cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the endoeye flex 3d deflectable videoscope cannot switch to three dimensional (3d) during an unknown ¿technique¿ procedure. The procedure was completed with the same set of equipment using two dimensional (2d). The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: b30 (scope communication error) occurs. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.